Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate was confirmed in the laboratory and was due to normal battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that during a routine follow-up the device could not be interrogated. Troubleshooting was performed but was still unsuccessful interrogating the device. The device was explanted, and patient was fine.